Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an uncut area inferiorly on a flap during a refractive procedure. Flap was opened manually by the physician. Procedure was completed using the excimer laser. There was no harm to the patient reported. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on company's acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment showed no error or warning that could contribute to the reported event. During start-up of the system, the vacuum check, the energy check and the ablation tests were performed without error. The reported treatment could be identified in the logfile. The logfile showed the user operated the surgery with the recommended energy setting. No relevant deviation between planned and performed energy was detectable for this treatment. The vacuum was good and stable. The ablation test result was also good and no abnormality regarding z-offset setting could be identified. No technical root cause of device was detectable. The root cause could not be determined conclusively. There is no indication for a product problem which (might have) caused or contributed to the reported event. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).